Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was associated with a pocket infection. The patient was administered antibiotics which were able to properly cure the infection. The ICD continues to remain implanted and in service. No additional adverse patient effects were reported.